Event description:
The customer reported that the forceps elevator wire broke. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the adhesive around the lighting lens had peeled off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeled off).

Manufacturer narrative:
During inspection and testing, service confirmed the forceps elevator wire was damaged. In addition, service found the adhesive in the bending section was cracked. The bending angulation was out of specification due to wear of the angle wires. The insertion tube was wrinkled, and demonstrated wear. The control body demonstrated stains and wear. The paint on the air/water cylinder was worn. Several of the device components were scratched and demonstrated wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.